Event description:
A patient reported blood glucose results of "3.9 mmol/l" and "18.7 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test performed on may 8, 2003 fell within the accepted range (8.9/6.9-10.1).